Event description:
Reporter stated the pump's alarm failed to sound. Pt is on insulin infusion, but is not insulin-dependant. The pt's blood glucose dropped to 41 (mg/dl). One-half amp of d50 was given. One pt involved.